Manufacturer narrative:
H6- add 61, remove 67. Per the tandem user guide, "the transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. A root cause could not be determined. The transmitter was replaced to address the issue. No additional patient or event information was available. A root cause could not be determined.